Event description:
During a paroxysmal atrial fibrillation denovo procedure, a faradrive was selected for use. While flushing the sheath forward during the insertion of a non-boston scientific mapping catheter, visible squirting and leakage were observed on the tubing side of the sheath. The faradrive sheath had a pin-sized hole, causing blood to leak out. The device was replaced, and the procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
There were no outer abnormalities. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the flush lumen was observed and testing was no further continued. The handle cap and valve hub cap were removed to further examine the flush lumen and the hemostatic valves. No defects were found on the hemostatic valves. However, a tear was found where the flush lumen connects to the stopcock. Thus, indicating source of leakage. The reported event was conformed though analysis.

Event description:
During a paroxysmal atrial fibrillation denovo procedure, a faradrive was selected for use. While flushing the sheath forward during the insertion of a non-boston scientific mapping catheter, visible squirting and leakage were observed on the tubing side of the sheath. The faradrive sheath had a pin-sized hole, causing blood to leak out. The device was replaced, and the procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.